Event description:
The patient reported the symptoms of a rash, swollen eye lids, lips, breathing difficulty. The patient indicated visiting the emergency room on (B)(6) 2013 and was given steroids (unknown) using a cannula. The patient reported taking antihistamines (unknown), and steroids (unknown) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2013. The treating doctor considered the event was serious or life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The treating doctor considers this event to be potentially serious in nature or life threatening to the patient. Based on the treating doctor's opinion and since the steroid medication provided by the emergency room physician was given through a cannula, and not provided orally, indicates that this incident may have been an adverse event and an MDR is being filed.